Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data was analysed. The available episode list showed a vf episode on the (B)(6) 2019 and an aborted shock as reported in the complaint text. The signals could not be assessed as no iegms were available. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 32 months after the implantation oversensing occurred.

Manufacturer narrative:
The ICD was not returned for analysis. The investigation is thus based on the analysis of the leads themselves as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The leads were subjected to an extensive analysis. The visual inspection of the protego showed that the insulation was damaged due to abrasion between 8.5 cm and 7.5 cm proximal to the lead tip. This damage can be considered to be the root cause of the clinically observed oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac and vascular anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Furthermore both leads demonstrated damages which resulted from the extraction procedure. The solia lead did not show any peculiarities apart from the extraction damages. In conclusion, based on the information available for analysis, the root cause for the ICD flipping was not determinable. It cannot be excluded that the device had not been sutured during initial implantation. The reported noise resulted from a damaged insulation of the rv lead. The analysis of the leads did not reveal any sign of a material or manufacturing problem.